Event description:
Healthcare professional reported 5 months after injection to unspecified site with juvederm ultra pt developed "red lumps in the areas of injection." Pt was treated with ciprofloxacin, antihistamine, and 3 sessions of hylase. Symptoms are ongoing.

Manufacturer narrative:
Further info from the reporter regarding event, product or pt details has been requested. No add'l info is available at this time. The event of red lump and red patches is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.